Manufacturer narrative:
Pt was successfully resuscitated and was hospitalized. The clinic believes that the cardiac arrest was not related to the machine but to the pt's other medical conditions. As of 2007, the pt remains hospitalized and is recovering from the cardiac event. On 06/26/06 a gambro technical services field representative inspected the machine. The pt sensor and the air bubble detector (abd) were found to be operating with MFR's specifications, abd and pib board were replaced at the customer request. The machine has been returned to service and has been used without further incident. Customer filed a report on this incident with the FDA that gambro has not yet rec'd.